Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the competent authority does not return devices. A lot history review (lhr) of asbts0184 showed no other similar product complaint(s) from this lot number. Device will not be returned.

Event description:
It was reported that miniloc needle showed leakage in the curvature of the needle during infusion.